Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection the ring of the luer activated device was observed broken. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted for both potential lot numbers; and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Potential lot#'s reported: ur19a15062 and ur18k09058. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector "broke". The event occurred while "screwing" the device. There was no patient involvement. No additional information is available.